Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 9:00pm. The patient stated that she manages her diabetes with the insulin pump. It was not specified if the patient made any changes to her usual diabetes management routine in response to the reported issue. On (B)(6) 2012 at 12:00pm, the patient claimed that she developed symptoms of "headaches and dry mouth" and by 4:09pm on the same day, self- treated with an extra 5units of novolog in response to the symptoms. The cca noted that the batteries did not need replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 (06/18/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found, the primary complaint was not confirmed and the meter was found to work properly. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.